Event description:
A malfunction alarm identified as malf 9 was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helping with the reset process. Afterward, the malfunction code did not recur, and the customer continued to use the pump for insulin therapy.